Manufacturer narrative:
The implant has not been returned to integra and is not available for evaluation. Integra's investigation determined that the device design was changed in 2009; a dimple was added to the top of the screw threads after assembly to provide resistance against backing out. If, as in this case, the surgeon attempts to back the set screw out of the implant, the dimple will not prevent that. The coral surgical technique recommends, but does not require, the use of a cross connector as part of the construct. The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
During an anterior/posterior cervical surgical procedure, as the posterior approach was being finished, the surgeon manipulated one of the cross connectors on the sterile field. One of the set screws backed all of the way out of the cross connector, and fell on the floor out of the sterile field. Another cross connected of the same size was not available. The surgeon chose not to use a cross connect in this case. The procedure was prolonged by about fifteen minutes.